Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: when the device jammed and the stapling was incomplete, did the device deliver any staples? Yes, once. If yes, were the staples formed properly? Yes. If yes, were there staples missing from the staple line? Yes. If yes, was the staple line complete (full 60mm)? Yes. When the device jammed and the stapling was incomplete, did the device cut? Yes. If yes, was the cut line complete? Yes . If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. Was there any difficulty opening the device jaws? No. If yes, how was the device removed from the patient? Clamp was reopened. If yes, did the jaws eventually open? Was there any patient consequence as a result of cutting the gastric tube lower than expected? No. Was there any change in the post-operative care of the patient as a result of the event? No the analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a gastrectomy procedure, at the second stapling of the gastric tube, the device jammed and the stapling was incomplete. Need to cut the gastric tube lower than expected with a risk of fistula. Another like device was used to complete the procedure. There were no adverse consequences for the patient.